Event description:
01/16/03 it was reported to tyco/kendall healthcare that a customer had a problem with an scd system. The customer reports a pt post-hysterectomy 2002 was found to have swollen and discolored feet. When the scd sleeves were taken off, banding tissue identation in two narrow bands perpendicular to the long axis of the lower leg with a total width of about 4" was noticed. The pt was returned to surgery the following day for relief of compartment syndrome.